Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Failure (event) observed during analysis. Final analysis found an external insulation abrasion at 52.7 - 52.9 cm from the connector pin. The proximal coil was exposed. The location of the abrasion is consistent with that of friction to another device.